Event description:
(B)(6), aprn provided information on patient's adverse event that occurred in (B)(6) 2014. She stated a female patient was injected into nlfs with radiesse by (B)(6), rn. The patient developed some mottling that developed into necrosis of skin in the right nasal alar. There was some white puss extruding from the area where the skin break-down occurred. Per (B)(6), there was no infection, however, the patient was prescribed bactrim, keflex and topical bactroban prophylactically. The patient was also on medrol dose pack, aspirin and nitro.

Manufacturer narrative:
Per (B)(6), the patient recovered. The device history records for reported radiesse lot were reviewed. All required testing specifications for this lot were met prior to release. No non-conformances were discovered that would have contributed to this event.